Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: it was not known which product was in use. Therefore a specific instructions for use could not be reviewed for the reported failure mode. In general, the instructions for use closely describe preparation of product and lesion, holding and handling of the product during deployment, and accessories to be used. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nineteen day post stent placement procedure in the left superficial femoral artery, the patient allegedly experienced pain in the left lower limb. It was further reported that upon angiography, it was noted that the stent was fractured. Additional intervention was required to implant another stent. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported that nineteen day post stent placement procedure in the left superficial femoral artery, the patient allegedly experienced pain in the left lower limb. It was further reported that upon angiography, it was noted that the stent was fractured. Additional intervention was required to implant another stent. The current status of the patient is unknown.